Manufacturer narrative:
(B)(4). The root cause was assigned to a software failure which the failure code occurred only one time and was not reproduced after cyclying the power to the pump.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with failure code 804:26 was confirmed during product evaluation. The root cause was assigned to a communication failure which occurred only one time after resetting the mtr (manual tube release). The reported condition could not be reproduced; therefore, no repair was required. Baxter has received similar reports for the reported problem. Additional investigation is being conducted through (B)(4). Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility reported a colleague infusion pump with a failure code of 804:26. This condition had the potential to interrupt delivery. It is unknown when this condition occurred. There was no report of patient/user involvement, injury or medical intervention. No additional information is available. This is involving a pump with software version 6.13.90 which is categorized as a colleague 2006.